Event description:
Reportedly, lung tissue remained lodged in the staple cartridge of the instrument after it was fired. However, the surgeon was able to remove the device from the lung tissue to complete the case without further incident or injury to the lung. No patient injury reported.